Event description:
Customer reported receiving multiple no delivery alarms when attempting to fill tubing. Through troubleshooting it was noted that changing the reservoir resolved the issue. Customer's blood glucose reading at the time of the call was 221 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.